Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated MFR report 3005099803-2008-04964 for a description of the first event. It was reported to boston scientific corp on 9/2/08 that a resolution clip device was used in 2008. According to the complainant, during the procedure, the physician experienced difficulty advancing the clip out of the sheath. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "patient is stable".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.